Manufacturer narrative:
B3: the event date has been estimated. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has had a relatively significant amount of wear and tear of the driveline over the years, and rescue tape has been utilized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient had wear and tear which was repaired over the years with rescue tape. No specific date could be determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage could not be confirmed, as no photos of the damage were submitted for review. A specific cause for the damage could not be conclusively determined through this evaluation. It was reported that the patient has had a relatively significant amount of wear and tear of the driveline which has been repaired over the years with rescue tape. A specific date for when the damage was first noticed was not provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they received a pump exchange on (B)(6) 2024 (related manufacturer report number 2916596-2024-06858). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.